Event description:
The customer stated that the numbers were ramping up without any buttons being pressed. Also found that the customer was hospitalized for low blood glucose levels of 20-21 mg/dl. The customer stated that the numbers were scrolling rapidly and the insulin pump was alarming button error prior to the event. The customer checked her blood glucose, and the reading was 40 mg/dl. The customer went to knock on her son's door, but she lost consciousness. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.